Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 05-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils had broken apart'), pelvic organ injury ('essure coils were embedded in her ovary'), gastrointestinal injury ('essure coils were embedded in her bowels'), sepsis ('blood infections'), intrauterine infection ('intrauterine infections'), enterocolitis infectious ('bowel infections'), urinary tract infection ('urinary tract infections') and haematochezia ('small amount of blood in my stool') in an adult female patient who had essure (batch no. B34601, a64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "four coils were placed instead of two" in 2013. The patient's medical history included multigravida and parity 5. Concomitant products included tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant), pelvic organ injury (seriousness criterion medically significant) with pelvic pain and gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), intrauterine infection (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, severe / abdominal pain"), swelling ("swelling"), vaginal haemorrhage ("abnormal heavy vaginal bleeding, heavy flow and large clots"), infection ("infections"), migraine ("migraines"), panic attack ("panic attacks"), nervous system disorder ("nerve spasms, nerve damage"), neuralgia ("nerve pain"), depression ("depression"), muscle spasms ("spasms in my back and legs, spasms in abdomen"), alopecia ("hair loss"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("vaginal bacterial infections"), myalgia ("muscle pain"), loss of personal independence in daily activities ("no longer do things so simple as drive a car or even sleep at night"), constipation ("severe constipation"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). The patient was treated with naproxen sodium (aleve tablet). At the time of the report, the device breakage, pelvic organ injury, gastrointestinal injury, pelvic discomfort, heavy menstrual bleeding and abdominal distension had not resolved and the sepsis, intrauterine infection, enterocolitis infectious, urinary tract infection, haematochezia, abdominal pain, swelling, vaginal haemorrhage, infection, migraine, panic attack, nervous system disorder, neuralgia, depression, muscle spasms, weight increased, alopecia, fungal infection, bacterial vulvovaginitis, myalgia, loss of personal independence in daily activities and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vulvovaginitis, constipation, depression, device breakage, enterocolitis infectious, fungal infection, gastrointestinal injury, haematochezia, heavy menstrual bleeding, infection, intrauterine infection, loss of personal independence in daily activities, migraine, muscle spasms, myalgia, nervous system disorder, neuralgia, panic attack, pelvic discomfort, pelvic organ injury, sepsis, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: right-4, left-2. Lot number: a64625, manufacturing date: 2012-10, and expiration date: 2015-10. Lot number: b34601, manufacturing date: 2013-05, and expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2158) on 27-oct-2015. The most recent information was received on 22-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils had broken apart'), pelvic organ injury ('essure coils were embedded in her ovary'), gastrointestinal injury ('essure coils were embedded in her bowels'), sepsis ('blood infections'), intrauterine infection ('intrauterine infections'), enterocolitis infectious ('bowel infections'), urinary tract infection ('urinary tract infections') and haematochezia ('small amount of blood in my stool') in an adult female patient who had essure (batch no. B34601, a64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "four coils were placed instead of two" in 2013. The patient's medical history included multigravida and parity 5. Concomitant products included tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant), pelvic organ injury (seriousness criterion medically significant) with pelvic pain and gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), intrauterine infection (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, severe / abdominal pain"), swelling ("swelling"), vaginal haemorrhage ("abnormal heavy vaginal bleeding, heavy flow and large clots"), infection ("infections"), migraine ("migraines"), panic attack ("panic attacks"), nervous system disorder ("nerve spasms, nerve damage"), neuralgia ("nerve pain"), depression ("depression"), muscle spasms ("spasms in my back and legs, spasms in abdomen"), alopecia ("hair loss"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("vaginal bacterial infections"), myalgia ("muscle pain"), loss of personal independence in daily activities ("no longer do things so simple as drive a car or even sleep at night"), constipation ("severe constipation"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). The patient was treated with naproxen sodium (aleve tablet). At the time of the report, the device breakage, pelvic organ injury, gastrointestinal injury, pelvic discomfort, heavy menstrual bleeding and abdominal distension had not resolved and the sepsis, intrauterine infection, enterocolitis infectious, urinary tract infection, haematochezia, abdominal pain, swelling, vaginal haemorrhage, infection, migraine, panic attack, nervous system disorder, neuralgia, depression, muscle spasms, weight increased, alopecia, fungal infection, bacterial vulvovaginitis, myalgia, loss of personal independence in daily activities and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vulvovaginitis, constipation, depression, device breakage, enterocolitis infectious, fungal infection, gastrointestinal injury, haematochezia, heavy menstrual bleeding, infection, intrauterine infection, loss of personal independence in daily activities, migraine, muscle spasms, myalgia, nervous system disorder, neuralgia, panic attack, pelvic discomfort, pelvic organ injury, sepsis, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: right-4, left-2. Lot number: a64625 manufacturing date: 2012-10 expiration date: 2015-10. Lot number: b34601 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA, reference number: (B)(4) on 27-oct-2015. The most recent information was received on 12-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils had broken apart'), pelvic organ injury ('essure coils were embedded in her ovary'), gastrointestinal injury ('essure coils were embedded in her bowels'), sepsis ('blood infections'), intrauterine infection ('intrauterine infections'), enterocolitis infectious ('bowel infections'), urinary tract infection ('urinary tract infections') and haematochezia ('small amount of blood in my stool') in an adult female patient who had essure (batch no. B34601, a64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "four coils were placed instead of two" in 2013. The patient's medical history included multigravida and parity 5. Concomitant products included tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant), pelvic organ injury (seriousness criterion medically significant) with pelvic pain and gastrointestinal injury (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), intrauterine infection (seriousness criterion medically significant), enterocolitis infectious (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, severe / abdominal pain"), swelling ("swelling"), vaginal haemorrhage ("abnormal heavy vaginal bleeding, heavy flow and large clots"), infection ("infections"), migraine ("migraines"), panic attack ("panic attacks"), nervous system disorder ("nerve spasms, nerve damage"), neuralgia ("nerve pain"), depression ("depression"), muscle spasms ("spasms in my back and legs, spasms in abdomen"), alopecia ("hair loss"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("vaginal bacterial infections"), myalgia ("muscle pain"), loss of personal independence in daily activities ("no longer do things so simple as drive a car or even sleep at night"), constipation ("severe constipation"), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). The patient was treated with naproxen sodium (aleve tablet). At the time of the report, the device breakage, pelvic organ injury, gastrointestinal injury, pelvic discomfort, heavy menstrual bleeding and abdominal distension had not resolved and the sepsis, intrauterine infection, enterocolitis infectious, urinary tract infection, haematochezia, abdominal pain, swelling, vaginal haemorrhage, infection, migraine, panic attack, nervous system disorder, neuralgia, depression, muscle spasms, weight increased, alopecia, fungal infection, bacterial vulvovaginitis, myalgia, loss of personal independence in daily activities and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bacterial vulvovaginitis, constipation, depression, device breakage, enterocolitis infectious, fungal infection, gastrointestinal injury, haematochezia, heavy menstrual bleeding, infection, intrauterine infection, loss of personal independence in daily activities, migraine, muscle spasms, myalgia, nervous system disorder, neuralgia, panic attack, pelvic discomfort, pelvic organ injury, sepsis, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: right-4, left-2. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jul-2021: medical record received. Reporters added, case became medically confirmed. Patients demographic, medical history and essure lot number were added. Previously reported event device breakage updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.